Manufacturer narrative:
This event was received via legal summons. Internal records show no complaints related to this procedure.

Event description:
It was reported that following an ablation procedure, the patient experienced severe brain damage as a result of the procedure with corresponding loss of function. There were no additional patient complications reported in relation to this event.